Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 an unknown number of patient isolates were misidentified or unidentified. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 an unknown number of patient isolates were misidentified or unidentified. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4192338. The customer did not return panels or isolates but provided phoenix generated lab reports and binary files for the investigation. The lab reports show multiple identifications and no-ID results when using the complaint batch. The customer returned isolates were verified and labeled as streptococcus agalactiae m-1, staphylococcus aureus m-2, s. Agalactiae m-4, s. Aureus m-8, s. Aureus m-11, enterococcus faecalis m-13, s. Aureus m-14 and enterococcus gallinarum m-17 with a bruker maldi biotyper. It is to be noted that customer returned isolate "463441" was mixed and not used in investigation testing. To investigate, retention panels from the complaint batch were tested using customer returned isolates s. Agalactiae m-1, s. Aureus m-2, s. Agalactiae m-4, s. Aureus m-8, s. Aureus m-11, e. Faecalis m-13, s. Aureus m-14 and e. Gallinarum m-17 on a phoenix m50 machine and evaluated for identification results. Additionally, one control panel from the same material but different batch were inoculated with customer returned isolates s. Agalactiae m-1, s. Aureus m-2, s. Agalactiae m-4, s. Aureus m-8, s. Aureus m-11, e. Faecalis m-13, s. Aureus m-14 and e. Gallinarum m-17 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.